Event description:
Leak identified when using bd 3ml syringe (luer-lok tip) with bd maxzero (microbore extension set, IV connector). Leak not present when using other sized syringes. This is a recurring problem with these two devices regardless of the lot number of either device.